Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "defib fault 196" message.complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during initial testing but was not replicated after extensive testing. A flex cable was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.